Event description:
The customer's blood glucose levels were 348 at 10:39am and 455 at 10:45pm. The customer went to the emergency room on (B)(6) 2013 and was admitted at 12:30am on (B)(6) 2013 for diabetic ketoacidosis. The customer was treated with an IV drip of insulin. The pod was worn for less than a day.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported emergency room visit. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider."